Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative on (B)(6) 2017 regarding a patient receiving baclofen (2000mcg/ml at 96mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient underwent a catheter revision on (B)(6) 2017, and was difficult to arouse after the procedure. The environmental, external, and patient factors that may have led or contributed to the issue included prolonged delivery of anesthesia to the patient. It was determined that the patient received 12mcg or drug from the time the hcp updated the pump at 10:12 to when the dose was adjusted at 13:19. The delivery rate was decreased from 96mcg/day to the pump minimum rate. The hcp was able to arouse the patient shortly after programming the pump to minimum rate and the issue was considered resolved. The patient was transferred to lower level care, and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on (B)(6) 2018. It was reported that regarding the need for the catheter revision, they were unable to determine the issue source.